Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1) 10.8 mmol/l and 3.5 mmol/l 2) 11.1 mmol/l and 3.5 mmol/l the comparisons were performed on different dates. Low blood glucose symptoms were reported with these results; customer did not require medical intervention. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).